Event description:
The anorectal catheter balloon detached from the catheter while in patient¿s rectum. Unable to retrieve the balloon out of patient¿s rectum. Patient had to have a flexible sigmoidoscopy to successfully retrieve it.